Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was unknown in the hospital. Customer was treated that with intravenous drip. Customer stated that the insulin pump had motor error alarm. Customer stated that the drive support cap was flush. Insulin pump passed self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed functional testings including stop current test, run current test, self test, off no power test, a21 error test, seat & rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Motor passed the motor test and no unexpected motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.